Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported, during a clinical study suction failed to hold during corneal flap creation. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).